Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the insulin gauge displayed an inaccurate fill estimate of 110 units and remained static. Reportedly, the cartridge was filled with 125 units of insulin. Customer¿s blood glucose was between 101-155 mg/dl. Reportedly, the customer reloaded the cartridge successfully, received an accurate fill estimate, and resumed insulin delivery on the pump.